Manufacturer narrative:
It was reported that post successful implant of amulet occluder the patient had a small 2 mm pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Duding procedure, the left atrial pressure measurement was 13mmhg, activated clotting levels were 296s - 354s and heparin was administered and 250ml fluid was given. The amulet was successfully implanted. Post procedure the patient was noted to have a small 2mm pericardial effusion and account will be followed up with on (B)(6) 2025 to determine patient status. No additional information was provided.

Event description:
Clinical information: (B)(6)- catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Duding procedure, the left atrial pressure measurement was 13mmhg, activated clotting levels were 296s - 354s and heparin was administered and 250ml fluid was given. The amulet was successfully implanted. Post procedure the patient was noted to have a small 2mm pericardial effusion and account will be followed up with on 2/21/2025 to determine patient status.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.